Manufacturer narrative:
(B)(4).

Event description:
It was reported "the balloon would not inflate completely". Additional information states that the catheter was replaced to continue therapy. The second catheter was inserted into the same insertion site. The patien's current condition is unknown

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the iabc bladder was noted withdrawn through the teflon sheath and the sheath was noted on the iabc bladder membrane. The distal end of the teflon sheath was noted at approximately 6cm from the iabc distal tip; fluid/liquid blood was noted within the sheath sidearm. Buckling to the teflon sheath extrusion was noted approximately from 14.2cm to 14.6cm from the distal end of the teflon sheath. The one-way valve was tethered to the short driveline tubing. The visible portion of the bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the iabc bladder/helium pathway. Since the iabc bladder was noted withdrawn through the teflon sheath and buckling was noted to the sheath, a customer in-service has been requested to review the instructions for use (IFU) with the customer. The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0066in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The one-way valve was connected to the short driveline tubing and a vacuum was pulled on the iabc. While maintaining the vacuum, the teflon sheath was moved from the iabc bladder and towards the bifurcate with minimal force required. Upon removal of the sheath, the iabc bladder appeared typical with no damage or abnormalities noted. The iabc was leak tested and multiple leaks were immediately detected from the bladder membrane. Under microscopic inspection, a total of six (6) leak sites consistent with contact from a sharp object were noted; a total of two (2) repeated leak sites were noted around the circumference of the bladder at approximately 2.9cm from the iabc distal tip, a total of three (3) repeated leak sites were noted around the circumference of the bladder at approximately 6.5cm from the iabc distal tip, and one (1) leak site was noted at approximately 7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "balloon would not inflate completely" is confirmed. During the investigation , multiple punctures consistent with contact from a sharp object, were found the on the iabc bladder membrane, which can cause the reported complaint. No other leaks were detected during functional testing. Unrelated to the reported complaint, the returned iabc bladder was found withdrawn through the teflon sheath and buckling was noted to the sheath extrusion. This indicates the user did not follow the instructions for use (IFU) and could result in damage to the device. As a result, an in-service has been requested to review the IFU with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leaks. The root cause of the complaint is undetermined; a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "the balloon would not inflate completely". Additional information states that the catheter was replaced to continue therapy. The second catheter was inserted into the same insertion site. The patien's current condition is unknown.